Event description:
The customer reported a fluid leak of approximately 10ml from the probe of a coulter hmx hematology analyzer with autoloader in manual mode. The customer was cleaning the instrument when the leak was identified. The leak was not contained within the instrument, and aspiration error messages were observed by the customer while the instrument was in automatic mode. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer began to troubleshoot the leak with help from customer technical service (cts) over the phone. Cts advised the customer to aspirate with 50% bleach in the manual mode, purge the instrument, and complete the zap procedure followed by a clean needle procedure and startup. This did not resolve the issue and a service visit was requested. A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found that solenoid valve lv16 was not actuating. The fse replaced solenoid valve lv16 and the instrument ran without any leaks or errors. The repairs were verified per established service procedures. (B)(4).